Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported a device alert occurred for right ventricular (rv) lead coil impedance out of range. An in office check revealed the rv coil impedance was varying between 60 ohms and as high as 200 ohms during multiple checks. It was further reported that both the rv and superior vena cava (svc) impedances were variable between 30 ohms to greater than 200 ohms and there was a suspected fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.